Event description:
The deputy sheriff arrived on the scene and placed the pads on the patient. The AED kept prompting the user to place the pads even though the pads had already been placed. The fire department arrived on the scene, removed the pads, and utilized their own equipment.

Manufacturer narrative:
The AED used in the rescue has been returned to cardiac science for investigation. The pads used during the rescue were discarded per the customer's biohazard procedure and are not available for examination.

Manufacturer narrative:
The AED used in the rescue was investigated. The battery wasn't returned for evaluation and the pads used in the rescue were discarded after the rescue. Clinical and technical data reviews of the patient's rhythm couldn't be performed because there wasn't any rescue data. By design, rescue data will not begin to be recorded until both pads are placed on the patient and the AED detects impedance within the human impedance range. Examination of the AED's outer case and pads connector found no defects or damage. AED self tests were run every 30 seconds for 40 minutes and no errors were generated. Testing found the AED met specifications and could accurately detect impedances within the human impedance range. The AED was opened and components that could affect the patient impedance circuit were measured and no problems were found. Inspection of the main pcba found no defects. With the use of a defibrillator analyzer, a simulated rescue was performed in an attempt to recreate the reported problem. The AED correctly identified pads placement, performed rhythm analysis, delivered shocks, and prompted for CPR following shock delivery. The AED functioned as designed during the simulation. The reported problem couldn't be duplicated and the root cause couldn't be identified. No problems with the AED were found and it operated correctly. The multiple prompts to place the second pad after it had already been placed on the patient indicate there was poor electrical contact between the pads and the patient. This problem may have been caused by the condition of the patient's skin, damaged electrodes, or user error. It's unlikely the electrodes were damaged prior to use because the AED wouldn't have been rescue ready at the time of the rescue. The customer was given a replacement AED.